Event description:
Reported by the patient as: "my band has now slipped. So I have to have additional surgery to remove the band. I'm in serious pain, can't eat and now looking at another surgery." No additional information was provided by the patient and there is no contact information for the surgeon. Requests for follow-up had been sent to the patient and the return of the device was requested (if explanted). New information will be forwarded to the FDA in a follow-up report upon receipt.

Manufacturer narrative:
Taper ii. (B) (4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, dysphagia, and pain are surgical and physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number or the implant and explants dates. Device labeling addresses the reported event of band slippage, dysphagia, and pain as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."